Manufacturer narrative:
See MDR 1920664-2009-00278 for the intraocular lens used with this delivery device.

Event description:
The haptic was found to be bent after the lens was inserted in the patient's eye. The incision was enlarged to remove and replace the lens.